Event description:
Customer reported that the insulin pump was no longer being used and her supplies didn't work with it. Customer returned the insulin pump. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Pump received with missing segments due to bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.